Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length measured within specification. The cause of the reported event of helix would not extend was isolated to helix being clogged with blood/tissue. The reported events of decrease sensing amplitude and intermittent loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced shortness of breath and chest discomfort and presented in the emergency room. Upon interrogation, the right ventricular lead exhibited decreased sensing and elevated and intermittent capture thresholds. Ensuing chest x-rays noted the lead was dislodged. The patient presented to the electrophysiology laboratory for lead revision on (B)(6) 2019. During lead repositioning, the lead was unable to extend the helix. The lead was explanted and replaced on (B)(6) 2019. The patient was stable post procedure.